Manufacturer narrative:
D10. Concomitant products: 030457, 030457 endo gia r/or 60 2.5mm x6 (lot# t3j144x). Sigadaptstnd, sig power sigadaptstnd linear adapter (serial# (B)(6)) sigphandle, sig power sigphandle handle (serial# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a liver resection, the device would only angulate but would not fire. It was noted that the device was suddenly turning right to left. The junction between the adapter and reload broke off after the surgeon returned the handle to the nurse who was attempting to remove the reload. The device was replaced with a manual handle and a new reload. It was noted that the handle had no issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted an assembled handle, clamshell, adapter, and reload, with the proximal end of the reload broken at the joint between the adapter and reload, leaving the components connected only by the articulation flag. A broken reload adapter would be expected to result in unintended or abnormal articulation of the reload during an attempted firing. It was reported that the device would only angulate but would not fire. It was noted that the device was suddenly turning right to left. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.